Event description:
It was reported that the customer had a threshold suspend on the insulin pump. The customer's blood glucose level was 220 mg/dl. The customer was advised that they need to to select suspend or restart basal. The customer doest not exhibit symstoms of low blood glucose. The troubleshooting was performed. The customer was advised how the sensor could have been experiencing presssure at the site. The patient was advised to replace the sensor in a different location. The customer was offered to sent replacement sensor and asked her to send the one she has back if she removes it.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.